Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end cap of a one-link needle-free intravenous (IV) connector was broken. While flushing during setup, the end cap broke into two pieces and was difficult to disconnect from the peripherally inserted central-line catheter (PICC) port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which revealed that the inlet housing and outlet housing was broken in two pieces. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.